Manufacturer narrative:
After further review of additional information received the following: date of report, event, date rec¿d by MFR, PMA/510k, if follow-up, what type, device evaluated by MFR and device manufacture date have been updated accordingly. Implant date: 2011. Device evaluated by MFR: evaluation summary-based on the review of all available information and the analysis, there are no user related, patient related or manufacturing issues that appear to have contributed to this event. The event of femoral loosening reported was likely the result of failure of the bond between the bone cement and the femoral component, which lead to aseptic (non-infected) loosening of the femoral component. This device is used for treatment not diagnosis. Corrected data: event: describe event or problem. Report source.

Event description:
It was reported that a patient received a ltka in 2011. The surgeon performed a revision left tka surgery for aseptic loosening of the femoral component. It was noted during surgery that the component-cement interface was completely loose; the cement-bone interface was intact; cement was adhered to the femoral bone. The femoral component was removed without instrument assistance. This is one of two products involved with the reported event and the associated manufacturer report numbers are 1038671-2017-00488.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: 2011. Revision of knee components due to aseptic loosening of the femoral component.